Event description:
Procedure type: unknown. According to the reporter: the port sleeve broke off in the abdominal cavity. There was no report of extension of the operating time or incision. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B) (4). (B) (4).